Manufacturer narrative:
Health effect impact code: f26component code: g01003d8. Was this device serviced by a third party? No.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint evaluation included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Clinical specificity testing was performed for lot 19104fn00. Acceptance criteria were met indicating the lot is performing acceptably. The lot search review did not identify an increase in complaint activity for the issue of false positive patient results. The ticket trending review of complaint data for the complaint cause list number did not identify any trend regarding commonalities for lot number and complaint issue. No adverse trends were identified. Device history record review of lot 19104fn00 did not show any non-conformances or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the evaluation, no systemic issue or product deficiency of the architect anti-hbs assay, lot number 19104fn00 was identified.

Manufacturer narrative:
This report is being filed on an international product list 7p89, that has a similar us product distributed in the us, list 7p88. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a (B)(6) alinity I (B)(6) result of (B)(6) was generated on a newborn 2 days after birth. The same sample (2 days after birth) also generated initial (B)(6) alinity I (B)(6) result that was questioned. No additional testing was performed on the 2 day after birth sample as the quantity is not sufficient. The patient tested alinity I (B)(6) and alinity I (B)(6) with a 4 day after birth sample. The account believes the 4 day after birth sample results to be correct. The mothers test information is not available. No patient information provided. No impact to patient management was reported.